Event description:
It was reported that during placement of a 4fr ml catheter, the introducer malfunctioned. When breaking the introducer, only the left side separated properly while the right side remained intact, leaving a tight ring around the catheter. The clinician had to cut the ring with a scalpel to free the catheter, though no catheter damage or leakage was observed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper splitting of a microintroducer sheath was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope. This complaint will be recorded for future trending and monitoring purposes.